Event description:
It was reported the front display is cracked. It was further noted that the epg (external pulse generator) was possibly dropped. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) lens was broken. It was also noted that the ring and side bail covers were broken, and the keyboard and serial number label were torn.